Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference celsite (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36933915 which complies with our specifications and does not present any discrepancy. Two other similar complaints have been reported to us from the same end customer on this batch of (B)(4) access ports released in july 2018. Investigation results: we received x-ray picture showing the implantation of the device and the disconnection of the catheter. It seems that the catheter was not correctly mounted on the exit cannula. Conclusion: according to the received x-ray we think that the disconnection of the catheter is related to an incorrect connection during the implantation. However, without the complained sample we cannot conclude about the root cause of this incident. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). In all, four catheter disconnection incidents have been reported to us from the same end customer; hence, we think that a visit by b.braun (B)(4) representative in order to sensitize about the catheter connection technique to the port during the implantation should be scheduled. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter disconnection. Catheter disconnection has been noticed after 1 month and half after the implantation.